Event description:
Pain in joint. Fluid found to have organisms to indicate infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5510-f-401, triathlon cr fem comp #4 l-cem, lot code: s9d9p; cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: ebnan; cat. No.: 5551--l350, triathlon asym patella a35x10, lot code: ide290. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Pain in joint. Fluid found to have organisms to indicate infection.